Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, g3 date received by manufacturer, h2 if follow-up, what type, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she developed a rash with sores while using the 72r electrodes lot 100101. States the 72 relectrodes do not stick well so she uses the cover patches as well but does not have issues with those. States she uses dove soap to clean the area, changes electrodes and cover patches every 3 days and rotates the position. States levels l3-l5 (back). States she contacted her doctor who recommended that she take otc claritan. States she already takes 1 pill per day. States nothing else has changed (ex: body wash, lotion, etc.). Replacement 63b electrodes and cover patches were shipped to the patient with a return pouch.* no further consequenced have been reported. The 72r electrodes were not returned for evalaution.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown therapy date: unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she developed a rash with sores while using the 72r electrodes lot 100101. States the 72r electrodes do not stick well so she uses the cover patches as well but does not have issues with those. States she uses dove soap to clean the area, changes electrodes and cover patches every 3 days and rotates the position. States levels l3-l5 (back). States she contacted her doctor who recommended that she take otc claritan. States she already takes 1 pill per day. States nothing else has changed (ex: body wash, lotion, etc.). Replacement 63b electrodes and cover patches were shipped to the patient with a return pouch.